Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Per the MFR's device tracking system, it was reported that a pump exchange took place from one lvad to another lvad due to thrombus. Additional info received stated that the system controller was causing the pump to stop and the pump speed kept dropping to zero and ramping up to max of 5000 rpm. The system controller was exchanged and the speed stabilized and held at the set speed. The user facility report 4501930000-2013-9072, was received from the intermacs(B)(4).